Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2022, senseonics was made aware of an incident where user experienced false hypoglycemia due inaccuracies in sensor readings.

Manufacturer narrative:
Based on the investigation analysis, the system was displaying a sensor reading of 87 mg/dl at 6:07 am est and there was no confirming fingerstick measurement entered at the time. The system asserted a predictive low alert at 6:07 am, which is an alert that is asserted based on the user settings, to warn the user about a potential hypo event. In this case, the system did not assert any hypo alert as the system did not cross the hypo threshold set by the user. The system performed as per design and there was no malfunction of the system. The current data shows the sensor is performing within expectations. The user allegation of receiving several low glucose alerts around the time of event could not be confirmed as alert log showed only one predictive low glucose alert at 6:07 am. No further investigation was found necessary for this complaint. User was not symptomatic and did not have to seek any medical attention. Per the information available in associated sensor inaccuracies case () the user was educated on early wear. Per dms, user is in daily calibration phase and using the system with up to date information. No further resolution was found necessary for this complaint. H3. Device evaluated by manufacturer?: yes. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 67.